Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that OEM ss 20mm vented vial access device was cracked. This occurred on 160 occasions. The following information was provided by the initial reporter: material no: oe0420r, batch no: 212004. It was reported that vials are cracked.

Manufacturer narrative:
H.6. Investigation: one oe0420r sample from lot 212004 was received without packaging for investigation. There was no residual fluid in the device. A visual inspection confirmed the customer¿s experience as a small crack was identified at the joint of the smartsite to the vial access device. The connection between the two components was found to be secure and did not disconnect under manual manipulation. Functional testing was performed with a retained 50ml bd plastipak syringe and no leakage was observed at the site of the crack. Analysis of the manufacturing process did not identify a definitive root cause for the observed crack; however it is possible that similar damage can occur on start-up of the assembly machinery. Typically these products are segregated and disposed of, however in this instance it appears that the product continued on to subsequent assembly steps due to due to human error. A review of the production records for lot 212004 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that OEM ss 20mm vented vial access device was cracked. This occurred on 160 occasions. The following information was provided by the initial reporter: material no: oe0420r batch no: 212004. It was reported that vials are cracked.